Event description:
Account initially got a negative result for leukocytes on a patient urine sample. When examined microscopically the result was 51-99 wbcs/hpf. When run on another analyzer the result was 100/ul. The incorrect result was not reported. The field service rep found the reference pad was dirty and repaired the instrument.